Event description:
It was reported to philips that the customer observed that the device's bezel button is torn. There was no allegation of a device malfunction. There was no reported patient involvement.